Manufacturer narrative:
Additional suspect medical devices component involved in the event: model#: sc-1132 serial #: (B)(4) description:precision spectra implantable pulse generator the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s lead had high impedances. Lead fracture was suspected. It was also noted that the patient was experiencing difficulty charging the ipg. The patient underwent a revision procedure wherein the lead and ipg were replaced. The patient was doing well post-operatively.